Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's sister called on behalf of the customer. The customer's expected fasting blood glucose test result range is 120 to 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 05/20/2018 and open vial date is less than 120 days ago. The product is stored according to specification. The meter memory was reviewed for previous test result history (date / time not provided): (B)(6). Customer takes insulin for diabetes management.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's sister called on behalf of the customer. The customer's expected fasting blood glucose test result range is 120 to 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 05/20/2018 and open vial date is less than 120 days ago. The product is stored according to specification. The meter memory was reviewed for previous test result history (date / time not provided): 1: 120 mg/dl fasting: yes, 2: 120 mg/dl fasting: yes, 3: 210 mg/dl fasting: yes, 4: 190 mg/dl fasting: yes, 5: 480 mg/dl fasting: yes. Customer takes insulin for diabetes management.